Event description:
On 01/16/2017, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter. The reporter claimed that their out of box meter had a reading on it when they went to do their first test. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.